Event description:
It was reported that during a lap low anterior resection, the device could not cut and some staples were unformed. A crunch of the washer was heard. The indicator was in the middle of the green zone within the gap setting scale. Another device was used to complete the case. There were no adverse consequences to the patient. The target tissue swelled a little. The target tissue was clamped uniformly. The device was not fired on something hard such as a staple line. The purse-string instrument was used for the anvil side purse-string suture. Endocutter was used for the device side purse-string suture. There was no anomaly in setting the device and the anvil. The anvil was set until a clicking noise was heard. There was no unexpected resistance at the firing. The handle was grasped fully at the firing. After firing, when the anvil was taken off, the device could be removed from the patient smoothly. The unformed staples were deployed all over. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.